Manufacturer narrative:
Correction: h4 - jun 30, 2010 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a pinhole was confirmed. It was determined watertightness was not maintained due to holes in the insertion tube. In addition to the finds, the bending angle was insufficient due to the elongation of the angle wire. The insertion tube wouldn¿t rotate due to fixation of the insertion tube. Liquid leakage was recognized in the light guide bundle. The insertion tube was detached. The operation part was corroded due to water leakage. The insertion tube corrugated tube was stuck. Switch button 1 and 4 were not working. Liquid leakage was observed in the grip, up/down plate, universal cord and up/down plate. There were scratches on the universal cord, operation part, angle lever, grip, video cable, video connector switch box, light guide connector, light guide cover glass surface, video connector case, up/down angle fixing lever and insertion part corrugated tube oredome. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the ureteroreno videoscope had a pin hole. There was no report of user or patient harm associated with this event. During inspection of the returned device, the blade was protruding from the image guide coil due to the blade being broken. This MDR is being submitted to capture the reportable malfunction found during evaluation.